Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information and pace capture/threshold. Most recent capture threshold measurement on (B)(6) 2016 was 1.125v, above the recommended implant value of less than or equal to 1v. Most recent r-wave measurement on (B)(6) 2016 was 1.6875mv, below the recommended implant value of greater than or equal to 5mv.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), there was low sensing, high impedance and high threshold. After removal of device and delivery system, there were clots noted. The patient was give heparin bolus via introducer and several more attempts were made to reposition the device. Due to bad sensing performance in many different positions, the physician decided to stop the procedure. The ipg was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.